Manufacturer narrative:
Continuation of d11: product ID 8578 lot# serial# (B)(4) implanted: 2014-(B)(6) explanted: 2018-(B)(6) product type catheter pro duct ID 8709 lot# serial# implanted: 2002-(B)(6)explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the sound the patient was hearing from the pump via a stethoscope was different than the pump alarm. It was reported that there were no abnormalities with the audible output of the pump's critical alarm. The pump was replaced on 2018 (B)(6); during the procedure it was found that the catheter was broken at the pump segment. The cause of the broken catheter was not determined. A new 8578 catheter was connected to the patient's existing 8709 catheter. It was noted that the removed catheter pieces would be returned with the pump for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration at 18.75 mg/day via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient thought he was going through withdrawal; it was later stated that the patient was going through withdrawal. The caller stated that he did not remember the healthcare provider (hcp) resetting his pump after his last refill, which was on (B)(6) 2018 and he wondered if that could be the cause of his withdrawal. It was noted that the patient was taking percocet every 4 hours and that was making the withdrawal go away. During an appointment with the hcp a sound was heard coming from the pump; "3 blurps". The sound was described as an electronic sound which was not a beeping and could only be heard with the stethoscope. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep). It was indicated the patient had been receiving 50mg/ml of dilaudid at 18.023 mg/day and 1000 mcg/ml of clonidine at 360.5 mcg/day. It was reported the patient presented with withdrawal symptoms that included increased anxiety and sweating. The hcp saw the patient on (B)(6) 2018 and noted a motor stall. The cause of the event was not determined. The patient was referred for pump replacement. Surgical intervention had not yet occurred. However, surgery had been scheduled for (B)(6) 2018. The issue had not been resolved at the time of the report. The patient's status was provided as alive - no injury. Other medications being taken at the time of the event and medical history were unknown.

Manufacturer narrative:
The devices were returned and analysis was completed. It was confirmed that the pump had residue in the motor gear train and wearing on the shaft of gear number. The 8578 catheter (B)(4) was found to have no significant anomalies. The 8709 (B)(4) was analyzed and found to have a hole in the catheter body. If information is provided in the future, a supplemental report will be issued.